Event description:
It was reported that the spider suddenly couldn't be held the pressure and fell off during the procedure without pushing the foot switch. The procedure was completed by supporting the spider¿s arm without patient injuries or complications.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found no issues. A functional test was performed. The returned footswitch and battery were attached to the unit and both worked. The unit pressurized with the power switch. The limbs were manipulated after pressing the footswitch. It performed as designed. It was left pressurized for 30 minutes. It was de-pressurized several times via the drape switch test fixture. The unit's set up switch was used to de-pressurize the unit several times. The piston migration was measured at 1.17". The printed circuit board was checked and also verified to be securely mounted. The pcb's connections were checked for secureness. Connections to each of the switches were checked. The battery connector and it's wiring were ok. The mounts of the set up, main, foot and drape switches were secure. Each switch was manipulated to try and produce a sudden de-pressurization. The electrical connections of the pcb were manipulated to try to produce a failure. The unit was lightly tapped in multiple areas with a plastic mallet to create a failure. The unit stayed pressurized. It was left pressurized for 2 hours. The limbs were manipulated for 10 minutes with no issues.